Manufacturer narrative:
The patient began experiencing infection with symptoms of swelling and pus beginning (B)(6) 2025. The patient consulted hcp who examined the area and prescribed antibiotics (augmentin 875+125). Since the symptoms persisted, the patient stopped using the system and decided to have the sensor removed. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient developed infection at the insertion site with symptoms of swelling and pus. The symptoms first appeared on (B)(6) 2025. The hcp prescribed antibiotics, but later when the symptoms did not subside, the patient decided to have the sensor removed.